Event description:
Patient reported against unknown side ¿pain¿, ¿pressure¿, ¿fatigue¿ (non device related), ¿capsular contracture baker grade iii¿, ¿surrounding tissue already showed changes but histological examination was fine¿ this record relates to the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Previous medwatch submission noted ¿capsular contracture, baker grade iii¿. Upon further information, allergan has determined that the event of ¿capsular contracture, baker grade iii¿ did not occur. Hence "capsular contracture, baker grade iii" is being unreported. Additional, changed, and/or corrected data: b5, d6a, g1, h1, h6.

Event description:
Previous medwatch submission noted ¿capsular contracture, baker grade iii¿. Upon further information, allergan has determined that the event of ¿capsular contracture, baker grade iii¿ did not occur.